Event description:
IT WAS REPORTED THAT DURING AN IN-HOSPITAL INSPECTION AFTER TREATMENT USE, THE CS300 INTRA-AORTIC BALLOON PUMP (IABP) SAFETY DISC LEAK TEST FAILED. THERE WAS NO PATIENT INVOLVEMENT. A GETINGE FIELD SERVICE ENGINEER (FSE) EVALUATED THE UNIT FOR THE REPORTED MALFUNCTION. THE FSE CONFIRMED THAT A SAFETY DISK LEAK WAS DETECTED; THE PRESS TEST DEFF VALUE FOR THE SAFETY DISC LEAK TEST WAS -31. A PURGE VALVE MALFUNCTION WAS CONFIRMED. THERE WERE NO ISSUES WITH THE SAFETY DISK, AND IT WAS NOT EXPIRED. THE FSE EXPLAINED TO THE CUSTOMER THAT THE DEVICE CANNOT BE USED UNTIL THE PURGE VALVE IS REPLACED. THE CUSTOMER ASKED FOR THE DEVICE TO BE RETURNED TO THE HOSPITAL AND STATED THAT A DECISION REGARDING REPAIR OR REPLACEMENT WOULD BE MADE IN THE FUTURE. IF REPAIRS ARE PERFORMED IN THE FUTURE, A SEPARATE SERVICE ORDER WILL BE USED TO RESUME THE PROCESS.

Manufacturer narrative:
EVENT SITE POSTAL CODE: (B)(6).

Manufacturer narrative:
Due to Character restriction in block E1:E1 event site name is (b)(6). E1 event site address is (b)(6). Updated Field : B4 , G3 , G6 , H2 , H11.Corrected Field : B1 , B5 , B6 , D10 , E1 ( event site name , event site address ) , G2 , G7 , H6 ( Type of Investigation ,Investigation Conclusions).